Event description:
Alleged the one touch ultra meter would shut off during use. A reading of hi is reported, however no info is given regarding the reading. No symptoms were reported. Medical professional was contacted and no treatment given. On the doctor's advice pt called lifescan. The customer care rep verified the issue and the meter replaced.